Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. Hat an infusomat space pump intravenous (IV) pump set (material 480264, lot 0061939341). According to the complainant, medication was not complete, approximately 30-40ml left in bag, but air was drawn into the line. The vent on the side of the chamber was noted to be open, though this was not noted at the beginning of the infusion and not knowingly opened by infusion rn. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample and one photograph was provided for evaluation. Upon evaluation of the photograph, it was determined that a proper evaluation could not be performed from the evidence in the photograph provided. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.